Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision on (B)(6) 2025 [related manufacturer reference number:(B)(4) , a portion of patients lead broke off when attempting explant lead. Lead was unable to be completely removed. As a result, surgical intervention may be undertaken to removing remaining portion of lead from the patient.